Event description:
Healthcare professional reported "formation of folds","exit of silicone gel", and " suspicion of intracapsular rupture of the left breast implant." Device remains implanted.

Manufacturer narrative:
Continued additional emails: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsule with collapse of the same, formation of folds, exit of silicone gel towards the intracapsular space of the left implant."